Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, crease fold and overweight. The weight is verified during manufacturing and is within specification for this reason no defect is considered. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture (baker grade iii). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture (grade iii) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade iii). This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture (baker grade iii). The device has been explanted.